Event description:
It was reported by service report that the bed was not able to engage the brakes. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake crank assemblies.